Manufacturer narrative:
Updated event problem codes (section h6) : type of investigation (b), investigation findings (c) and investigation conclusion (d).

Manufacturer narrative:
It was reported that on (B)(6) 2025 that during a cath procedure blue fibers were noted by staff from towels in the pack of gloves and gauze. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that on (B)(6) 2025 that during a cath procedure blue fibers were noted by staff from towels in the pack of gloves and gauze.